Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) patient reported she was admitted to the hospital for a non-cycler related issue. During a follow-up with the patient's pd registered nurse (rn), the pdrn stated the patient was hospitalized for a pre-existing cardiac issue, low potassium, and hypotension. The patient's cardiac issue was pre-existing prior to patient's pd treatment. Per the pdrn, the patient's nephrologist does not feel the event was related or exacerbated by her pd treatments.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In additional, the batch record review confirmed the labeling material, and process controls were within specification.